Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pump was replaced prophylactically to avoid in-vivo battery depletion and the catheter replaced due to not being able to aspirate the catheter when pump was disconnected. Device returned for disposal only. There was no pt injury. The pump contained dilaudid at a concentration of 100 mg/ml delivered at 17.61 mg/day and marcaine at a concentration of 14 mg/ml. Pt recovered without sequela.